Event description:
A female consumer reported an event with band aid brand tru stay plastic bandages. Consumer alleged that used the product on (B)(6) 2022 and that she got a reaction from the product that caused red itchiness. The consumer is still experiencing symptoms while reporting this event and they have worsened. It was reported that consumer used two band-aids. Consumer visited health care professional (hcp) and administered unknown anti itch cream for the treatment. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2022-00038. The same patient is represented in each medwatch.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. This report is for one (1) band aid brand tru stay plastic bandages 60ct USA 381370056355 381370056355usd 381370056355usd, lot number 2461b. UDI #: (B)(4). Upc #: 381370056355. Lot #: 2461b. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2022-00038. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on september 3, 2021. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow- up medwatch will be filed as appropriate.